Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) leads had undefined impedance and confirmed fractures of the inner conductors. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-52 lead, implanted: (B)(6) 2005. (B)(4).